Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The lesions being treated was slightly calcified, 80% stenotic and mildly tortuous in the distal obtuse marginal (om) and circumflex (cx). The physician predilated the lesions with a 2.5 mm x 15 mm maverick2 balloon. The physician then attempted to cross the om lesion with a taxus express2 - 3.00 mm x 28 mm, however, was unsuccessful. He then used a 3.0 mm x 20 mm maverick2 balloon to re-dilate both lesions. The taxus express2 - 3.00 mm x 28 mm was successfully deployed at 18 atms over the two lesions in the distal om and cx. However, upon deflating the balloon the `mid waist' of the stent was not fully expanded. In addition, the physician was unable to remove the deflated balloon from the stent. The physician then applied negative pressure while pushed forward and pulling back. The balloon was released and the entire delivery system was removed. The pt was asymptomatic during this event. The stent was successfully deployed. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."